Event description:
The device was used during a wedge resection procedure. Reportedly, the instrument did not fire and the cartridge disengaged. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not received for evaluation.